Event description:
It was reported that a small volume infusor leaked from an unknown location. This was observed during storage after filling. The device was filled with and unspecified amount of fluorouracil (non-baxter product) and stored in the dispenser pouch provided with the product. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and no evidence of leak was observed. Functional testing was performed and no issues were noted. The device met specifications related to the reported problem. The report of leak could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.